Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt268 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in (B)(4), where it was visually inspected and pressure tested. Results: the elbow and swivel was returned disassembled. Damage was observed to both components. The swivel and elbow was assembled together and the reassembled parts of the swivel formed a tight fit. Pressure test revealed that the returned rt268 swivel assembly was within specification. Conclusion: we could not determine what caused the rt268 swivel to disassemble. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject breathing circuits would have met the requirements at the time of production. Our user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the swivel of rt268 infant dual-heated evaqua2 breathing circuits came apart during use. There were no reported patient consequences.